Event description:
Medtronic received information that a (B)(6) female with transposition of the great arteries, a ventricular septal defect, and pulmonary stenosis was implanted with a prosthetic valved conduit. Approximately two years post-implant, the patient presented with signs of cardiac insufficiency and anemia due to infective endocarditis secondary to aggregatibacter aphrophilus (formerly haemophilus aphrophilus). An echocardiography revealed 4 x 5 mm vegetation at the pulmonary side of the prosthetic valved conduit. The patient treated with antibiotics, responded well clinically, and was subsequently discharged. Two years later the patient presented with a cough, respiratory distress, and recurrent high fever secondary to staphylococcus lugdunensis. Echocardiography revealed an 8 × 10 mm vegetation of the prosthetic valved conduit, contiguous to the right ventricle outflow tract, as well as two new vegetations. A computed tomography (CT) scan was suggestive of a pulmonary embolism. Initial treatment was another course of antibiotics, however after recurring symptoms the patient underwent a revision in which the prosthetic valved conduit was explanted and replaced by a new prosthetic valved conduit. The patient was discharged in excellent clinical state with no signs of infectious complications. Histopathology of the explanted prosthetic material did not identify micro-organisms. Nine months after the last admission, the patient developed severe left ventricular dysfunction due to compression of the anterior descending right coronary artery by the prosthetic material, which required replacement of the prosthetic valved conduit. No additional adverse patient effects were reported. Additional information was requested but none was received.

Manufacturer narrative:
The devices were not returned to medtronic. (B)(4). Title: recurrent infective endocarditis due to aggregatibacter aphrophilus and staphylococcus lugdunensis authors: l. Hidalgo-garcía, a. Hurtado-mingo, p. Olbrich, a. Moruno-tirado, o. Neth, I. Obando doi http://dx.doi.org/10.1055/s-0034-1398536.

Manufacturer narrative:
The date of publish was used for the event date; the date was updated to reflect e-publish on march 9, 2015. Conclusion: no device was returned, and no unique device identifier numbers were provided. With this limited information a device history record could not be performed, and no root cause could be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.